Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the plastic distal end cover was burnt and dirt was found on the objective lens. Based on the results of the investigation, a definitive root cause could not be determined for the reported failures. A review of the device history record found no deviations that could have caused or contributed to the reported issue should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope image would cut out and then come back. The issue occurred during a diagnostic gastroscopy with the patient sedated and the device inside the patient. The procedure was completed using a same device. There were no reports of patient harm.